Event description:
Disposable had broken within the centrifuge. The centrifuge and disposable were returned for eval. Upon examination it was apparent that the centrifuge had approx 60 cc of blood spilled in it. Also within the centrifuge was the remains of prp process disposable, half of which was broken into many small pieces. The top half of the disposable remained intact and was examined. There were distinct signs (significant deformation) on the rib of the disposable that it was not seated correctly in the trunnion prior to starting the centrifuge. In house testing has confirmed this type of failure may occur when disposables are not seated correctly. Harvest instructions clearly indicate the correct way to insert the disposable in the centrifuge. Harvest has instituted changes, since this machine was manufactured, that improve the ease of use for the user. No further action will be taken at this time. Though MFR will continue to monitor complaint and field data for failures of this type and take corrective action as appropriate. The blood that was spilled was contained within the sealed chamber of the centrifuge and would not result in an injury to the patient or the user. This incident did not result in an exposure as defined by osha.